Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2015 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per op notes, ¿a small ventralex mesh (device #1) was placed into the abdomen and secured into fascia using sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #2). Per op notes, ¿the omentum adherent to the prior supraumbilical mesh in a defect was reduced and adhesions were taken down. The prior mesh (device #1) was left in place and folded edges trimmed off. A ventralight st using echo ps (device #2) was placed into the anterior abdominal wall and secured using tacks.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2015 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.